Event description:
The hcp report a pt diagnosed with meningitis after presenting with signs of infection in 2006. The onset of infection was in same day. The hcp reports the pt had meningitis. Perioperative antibiotics were administered. The drug used in the pump was lioresal. The pt presented with fever, redness, swelling and drainage of both device pocket and the catheter track in the lumbar region. A culture was obtained of the device pocket, the blood and csf fluid. The causitive organisms were providentia stuarti and proteus mirabilis. The pt was treated with IV antibiotics and total device system explant. The pt suffered on drug withdrawal and the event is reported as ongoing. See MFR report # 2182207200602303.